Event description:
It was reported to tyco healthcare/kendall in 03/05 that a customer had a problem with sequential compression system. According to the customer they had two pumps that caused brusing on the patients.